Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. (B)(4).

Event description:
It was reported that product performance data was reviewed and classified as inappropriate device detection, inappropriate treatment /shock, noise, and t-wave oversensing. The device and right ventricular (rv) lead remain in use. The patient was enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.